Event description:
It was reported that during a unicompartmental knee arthroplasty (uka) surgical procedure it was observed that the robotic assisted array device popped out of robotic assisted array clamp device during a mid-tibial cut when used with the base station device. Upon investigation, it was discovered that the clamp was not holding the array securely at all and could be easily pulled out with little effort. It was reported that the clamp was swapped out and the system was restarted, registered again and the procedure was successfully completed. It was not reported if the robot was mounted to the surgical bed. It was reported that there was a 10-minute delay in the procedure due to the event. There were no reports of injuries, medical intervention, or prolonged hospitalization. All available information has been disclosed. No additional information could be provided. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated.